Manufacturer narrative:
Analysis was performed to the returned device. The reported needle to cuff miss and foot separation were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to operational context of the procedure. It is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the needle to cuff miss. The deflected needle likely struck the foot plate separating the posterior foot. The patient effect of dissection is listed in the electronic perclose prostyle instructions for use (IFU), as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture-retrieval issue] occurred with the first device. The suture of an additional prostyle device was successfully pre-placed. A cuff miss [suture retrieval issue] also occurred with the third prostyle device. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was initially achieved with the pre-placed prostyle suture. After that, an echocardiogram was performed and a dissection was observed at the proximal end of access site. A surgical cutdown was performed and a separated foot was identified in the vessel. The foot was removed and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.